Event description:
This procedure is (B)(6): subject had slow/no flow during the procedure. Angio performed post 1st protege rx stent deployment demonstrated poor flow with no flow beyond the stented segment. Aspiration performed spiderfx removed. The lesion was re-wired and a 2nd stent was placed. Angio showed slow timi 1-2 throughout the carotid system. Please reference MDR 2183870-2011-00206 for the spiderfx used in the procedure.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. The difference in time frame reporting versus the event date is due to the clinical event committee (cec) board review of the (B)(6) events.